Manufacturer narrative:
Result: faulty fowler clutch.

Event description:
It was reported by service report that the fowler is drifting down with weight. No patient involvement or adverse consequences were reported.